Event description:
It was reported, that pt underwent a revision surgery due to the nail fracturing 8 weeks post op.

Manufacturer narrative:
Add'l information has been requested and if received will be reported on a supplemental report.